Event description:
Additional information with culture test results from customer: the subject device was received 11apr2022. The auxiliary water channel and air/water channels were tested and an unknown bacteria (1 colony forming unit) was identified; the biopsy channel had 6 colony forming units of pseudomonas aeruginosa.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b5, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was sent for third party lab testing after being reprocessed. The subject device was received 27apr2022 and all channels were cultured and the findings were 1 colony forming unit of gram-positive bacilli; passed local standard. The subject device was returned and evaluated by the olympus service center. The following issues were identified: switch cover leak, plastic distal end cover insulation failure, distal sheath adhesive peeled off and chipped, connecting tube and universal cord buckled, angulation control knob with play, wear and tear to biopsy channel. A definitive root cause was not identified. Based on the available information, the legal manufacturer could not establish the cause of the events reported.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) cfu of bacillus gram-positive bacteria was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii gastrointestinal videoscope. The biopsy channel tested positive for six (6) colony forming units (cfus) of pseudomonas aeruginosa. The customer also reported a patient infection occurred. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel and the auxiliary channel were flushed. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator were manually cleaned with anios¿clean excel d detergent and an olympus cleaning brush-standard (ref # bw-412t) and neoclean brush by asept inmed. The scope was manually disinfected with anios¿clean excel. The aer used was a soluscope s4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally in a simple cabinet without drying function. The maintenance of the scope was performed by olympus.